Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pause was noted on the remote monitoring report on the current electrograms (egm). The caller wanted to know if this was a glitch or if there was a true pause. After review it was noted that the device appeared to be functioning appropriately. The caller was advised that it was not the device operation but rather the way the remote monitoring network was plotting the strips and the "pause" was not real. No patient complications have been reported as a result of this event.